Event description:
A consumer reported that on the first postoperative day following intraocular lens (iol) implant surgery, he had a black line in half his vision and could not see. He was told by his implanting surgeon that this would go away and to wait. The consumer was seen by several specialists but was unable to get any answers. He was finally seen by a different surgeon who exchanged the lens and replaced it with a square edge designed lens. The surgeon explained that approximately five percent of patients implanted with the round edge lens cannot tolerate it. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicted the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).